Event description:
It was reported that during patient use, the ventilator displayed error codes alerts, and each one only appeared once. The patient was transferred to another ventilator without any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The tse recommended the customer replace the graphic user interface (gui) cable and call back if this does not resolve the issue. The investigation and service will be completed by the customer. No replaced product will be returned for evaluation.